Event description:
It was reported that the customer received an occlusion alarm. The customer change out the cartridge and infusion set. There was no impact to customer's blood glucose level.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.